Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) due to concerns regarding this right atrial (ra) lead. Technical services (ts) was consulted and determined that intermittent far-field oversensing was present, along with a gradual decrease in pacing impedance measurements within normal limits. Ts provided reprogramming options related to sensing and blanking features and recommended an in-clinic evaluation to further assess lead integrity. No adverse patient effects were reported. This ra lead remains in service.